Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, difficulties were encountered advancing devices through the scope. The nurse indicated that while rinsing the scope, the filter of the locking device was found to be lodged in the working channel. The cap was disposed, however, the filter will be returned for analysis. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.